Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed blood from the effluent fluid in the drain bag and on the effluent line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during therapeutic plasma exchange (tpe) treatment with a prismaflex tpe2000 set, three internal blood leaks were observed. It was reported blood was visible in the effluent bag and in the line. Treatment was discontinued. The effluent was sampled, and a red blood cell count was performed. The result was reported as ¿patient without anemia¿. Treatment was restarted with a tpe2000 set with a different lot number and no issues were noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.